Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from olympus (B)(4), there was the possibility that this phenomenon was attributed to the physical damage due to the strong impact such as dropping or bump being applied by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the light guide lens was missing during the incoming inspection of the subject device for the repair at olympus (B)(4). There was no report of patient injury associated with this event.